Event description:
Customer states all 36/36 tampons shredded inside her when she tried to pull the tampon out. The string comes out and leaves the rest of the tampon behind, leaving fibers behind due to the product ripping apart.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not returned.